Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
During a cardiomems implant procedure, the patient had hemoptysis prior to inserting the cardiomems delivery system, and the procedure was aborted. Physician believes a possible perforation occurred from the .018 270cm roadrunner guidewire. During the physician's discussion of next steps, patient's bleeding began to subside. Additional angiograms were captured. No source of the bleed was confirmed. Patient remained stable and vital signs were normal. The physician reported that the cardiomems delivery system or sensor were not responsible for suspected perforation because cardiomems delivery system was never inserted into the patient's body.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available as the device was not returned. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.